Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. This is falling on the blanking period. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.